Event description:
A hole was discovered in the blue lumen of a dialysis catheter while inserted in a patient. The catheter was removed with no harm or complications to the patient and a new dialysis line was replaced.